Event description:
Additional information received identified that ipg site healed.

Event description:
It was reported that the patient was complaining of the wire poking out of the battery incision site. Patient visited the emergency room and had the ipg site evaluated wherein the internal stitch was exposed. Reportedly, patient had no infection. No further information is available at this time.